Manufacturer narrative:
Continuation of d10: product ID: 97745, serial# (B)(6), product type: programmer, patient. Product ID: 97745, serial# (B)(6), product type: programmer, patient. Section d information references the main component of the system. Other relevant device(s) are: product ID: 97745, serial/lot #: (B)(6), ubd: , UDI#: (B)(4).. H3: analysis of the 97745 controller (ptm) (serial number (B)(6)) revealed bent battery contacts causing white screen. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device. Pt stated that their controller screen turned all white and was now unresponsive. Pt talked to manufacturer representative (rep) for troubleshooting but they couldn't resolve the issue and now the controller does not turn on when plugged in without li battery.  Pt mentioned they bumped the stimulation up before the controller issue for walking around, but now when they laid down stim really jumps up (patient services (pss) understood pt was not able to change stim due to the controller not working). Pt plugged controller in without li battery and reported the screen was still blank. Pt confirmed green light was on ac power supply. The issue was not resolved. A replacement controller was sent out. Additional information was received. Pt called back stating they received a new controller but the cover would not fit on. Also, pt could not go past the language screen. Rep able to get the original controller working again. Pt would like to keep their original controller and send the replacement controller back to repair.